Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the 014" viperwire advance tip sheared off during removal and required surgical intervention. Three lesions in the at were treated. The lesions were 90 to 95% stenotic, calcific in nature and 3 to 5 cm in length. The physician used the viperwire to cross the lesion and performed 3 runs on each lesion, two at 80 rpms and one at 120 rpms. The most distal lesion was treated first. He made one add'l run on the most proximal lesion and the total run time was 3:10 min. After the last run, he started to remove the catheter and noted the tip of the guide wire was displaced. He attempted to snare the wire fragment, but was unsuccessful. The pt was sent to surgery to remove the tip of the wire. The pt remained stable and asymptomatic during the procedures. Add'l info has been requested regarding this event, but has not yet been received.

Manufacturer narrative:
Device analysis: the initial visual and tactile exam of the guide wire revealed damage to the spring tip; the proximal spring tip coils were stretched and the spring tip, the platinum coil and stainless steel support coil were fractured further distally. Optical exam of the area surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The stainless steel support coil fracture face displayed striations resembling cyclic fatigue marks with a ductile overload zone. The platinum coil fracture face displayed near-brittle cracking and longitudinal shear, indicating a highly cold worked condition typical of fine wire with this alloy composition. The sem exam did not indicate any material defect or external force that would have initiated the failure event. At the conclusion of the failure analysis investigation there were no guide wire defects or abnormalities noted that would have contributed to the reported event. It is hypothesized that the spring tip coil fracture was a result of the spring tip meeting some form of increased resistance during removal from the vessel or ancillary devices; however, the exact root cause of the reported event is unk. (B) (4).